Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Operating currents were not tested due to unresponsive buttons. The device had cracked case at display window corners.

Event description:
It was reported that the insulin pump alarmed battery limit. Customer changed the battery and noticed the buttons were unresponsive on the insulin pump. Customer's blood glucose was 170 mg/dl. Troubleshooting was done. Customer stated that patient wears the insulin pump in the bra area. Customer was advised that could cause buttons issues due to body heat and sweat. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.